Event description:
The pt was bilaterally implanted with two smooth saline devices on 12/26/1997, subsequently it was noted that both prostheses were exposed and infection had occurred. Both device were removed on 1/5/1998.